Event description:
Caller stated that she sought medical attention on (B)(6) 2022 around 12:00pm at home. Caller stated that she tested the end-users blood glucose with his prodigy meter and received a result of 258mg/dl. A normal result for him is usually around 130mg/dl. Caller stated that the end-user was pale and had a fever 4-5 minutes after testing. Caller stated that he did not have any medication prior to testing. Caller stated that there was no food drink or medication consumed while waiting for the paramedics to arrive. Caller stated that the paramedics arrived within 5 minutes. Caller stated that the paramedics did not test the end-users blood glucose at all. End-user was transported to (B)(6). Caller stated that she does not recall what the end-users blood glucose was upon arriving to the hospital. Caller stated that the end-user was admitted to the hospital. Caller stated that the end-user was given an antibiotic and insulin. Caller stated that the end-user was discharged after 5 days with a blood glucose of 147mg/dl and was told to continue the antibiotics and insulin and follow up with his primary doctor. There were no changes to the end-users medication prior or after seeking medical attention. No additional information was provided.